Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high elecsys troponin t stat assay result for one patient sample. The patient was at a satellite facility and had the characteristics of a cardiac event. The tnt stat result was 0.05 ng/ml which fit with the clinical picture of the patient. The patient was admitted to the hospital and subsequent testing for tnt stat was performed every 4 hours following admission to the hospital. The result for all subsequent testing was <0.01 ng/ml with a data flag. The original sample was sent to the main laboratory for repeat testing on a cobas 6000 e 601 module with a tnt stat result of <0.01 ng/ml with a data flag. This test was performed outside of the stated stability time for the sample. The customer did not have access to any further details regarding the patient care. The patient was discharged on (B)(6) 2017. No adverse event was reported. The reagent lot number was 21415801 with an expiration date of 01/31/2018. The field service representative checked the instrument and could not find a cause. He ran performance testing and operational and mechanical checks which passed. The customer ran calibrations and controls with all results within specifications.

Manufacturer narrative:
A specific root cause could not be identified. Typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.